Event description:
It was reported that ¿very high¿ impedances of ¿>40000¿ ohms were measured on the extension¿s contact #2 during intraoperative testing. The physician was ¿not happy with the impedance¿ value and ¿reopened the wounds to explore the problem.¿ the connections were swapped around ¿to establish where the problem originated from¿ and it was determined the extension was the issue. The physician ¿isolated the fault to the cable¿ and ¿explanted and retunneled a new extension¿ as a result of the event. The physician noted ¿the operative time was doubled¿ due to the issue. After replacement of the extension, the impedances were checked again and ¿all was fine.¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. The cause of the issue was not determined and the issue was not resolved. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. Device evaluation: analysis of the extension found ¿the #2 conductor was broken 2.8 cm from the proximal end of the extension.¿